Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when an attempt to insert the spchinctertome, the sponge from the biopsy cap detached and was found inside the scope channel. It is unknown if a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. Reportedly, an attempt to remove the sponge using a pair of forceps was not successful. The procedure was completed using another scope and another of the same rx locking device biopsy cap. There were no patient complications reported as a result of this event.